Event description:
It was reported that patient presented for a scheduled implant procedure. During the implant it was noted that the pacemaker was intermittently delivering pulse and not capturing. Programming changes were performed; however, oversensing was still observed. The device was not used, and a new device was implanted. The new device was working without any complications. The patient was discharged.